Event description:
The pt reportedly experienced pain, facial nerve stimulation, and facial weakness. The pt was prescribed ear drops and antibiotics (type unk). There is no evidence of infection.

Manufacturer narrative:
Advanced bionics considers the investigation into the reportable event as closed. The pt has full facial movement and the pt's device remains implanted. This is the final report.